Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our edwards lifesciences affiliate in south korea, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, after the delivery system with valve was passed through the native valve, there was a decrease in the patient's blood pressure. The valve was quickly implanted. The patient's blood pressure was still low and did not recover. Cardiopulmonary resuscitation (CPR) was performed. The patient was then moved from the operating room for surgery and extracorporeal membrane oxygenation (ECMO) connection. Unfortunately, the patient passed away. The cause of the low blood pressure and death could not be determined as angiography was unable to be performed due to the situation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed presence of calcification and tortuosity in the aortic arch. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The commander delivery system is designed to be compatible with a standard 0.035" guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035" guidewire with minimal interaction between the delivery system nosecone, crimped transcatheter heart valve (thv), patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of pre-dilatation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar events that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the event was unable to be confirmed. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. In addition, no IFU/training deficiencies were identified. Investigation results suggest that patient factors (calcification and tortuosity) may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.